Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the physician was having issues with completing the refill procedure and programming afterwards. It was reported that the patient had left the physician¿s office an hour prior to report. It was reported that the physician had called and left a message for the manufacture but had not received a call back. It was reported that the patient was not sure what the issue was, ¿it is trying to setup a 650% increase in medication whenever they are trying to make an adjustment and not sure if it¿s because of the bridge bolus that¿s setup or what,¿ it was reported that they weren¿t even trying to do an increase, they just refilled (emptied the old and put in the new) and were in the process of setting up refill. There were no new medications and they weren¿t ¿changing anything, not really.¿ it was reported that the patient did not know because they do not program it. It was reported that the refill issue started on the day of report. It was reported that it was a new physician doing the refill procedure. It was stated that the patient had their refill done but the pump had not been updated. The medication was refilled but the pump programming had not been updated. It was started that the pump ¿thinks¿ the patient would run out the day after report (2014 (B)(6)) even though they were full. It was reported that the patient was going back to the physician¿s office as soon as they hear from tech services. The patient couldn¿t sit at the office any longer. The pump system was delivering baclofen and dilaudid.